Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a kink and split were observed in the catheter material near the 7 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: kinking damage which was circumferentially aligned ¿ splitting of the catheter material at the corners of the kink ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
It was reported the patient attended for chemotherapy treatment. PICC line accessed and venous return achieved. Commenced on pre-hydration with fluids over 2 hours. Patient complained of pain at PICC line during infusion. Infusion stopped and PICC line rechecked for venous return. No venous return achieved. Ward doctor contacted for review. Chest x-ray requested by ward doctor. Patient attended for x-ray. Reviewed by ward doctor. X-ray of PICC showed PICC in position. Infusion re started . Patient further complained of pain. Ward doctor reviewed PICC line site, PICC line removed. PICC line sent to infusional services for investigation and nipac documentation reviewed. Patient complained of pain in right arm and swelling noted during infusion. Infusion stopped. Likely fracture and unable to book linogram that day. PICC removed and fracture at 6.5cm noted. Patient attending for linogram next.

Event description:
It was reported the patient attended for chemotherapy treatment. PICC line accessed and venous return achieved. Commenced on pre-hydration with fluids over 2 hours. Patient complained of pain at PICC line during infusion. Infusion stopped and PICC line rechecked for venous return. No venous return achieved. Ward doctor contacted for review. Chest x-ray requested by ward doctor. Patient attended for x-ray. Reviewed by ward doctor. X-ray of PICC showed PICC in position. Infusion re started . Patient further complained of pain. Ward doctor reviewed PICC line site, PICC line removed. PICC line sent to infusional services for investigation and nipac documentation reviewed. Patient complained of pain in right arm and swelling noted during infusion. Infusion stopped. Likely fracture and unable to book linogram that day. PICC removed and fracture at 6.5cm noted. Patient attending for linogram next.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.